Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date, the patient in italy underwent placement of percutaneous endoscopic gastrostomy (peg) tube. The peg tube has been in use since (B)(6) 2016. In (B)(6) 2016, the patient experienced infection to the stoma site. On (B)(6) 2016, report indicated the patient was treated with antibiotic augmentin for the stoma site infection.